Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, branch retinal artery occlusion (retinal artery occlusion), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Literature citation: lee, k., kim, g., & sa, h. (2021). The clinical spectrum of periorbital vascular complications after facial injection. Journal of cosmetic dermatology, doi:10.1111/jocd.14019.

Event description:
This MDR is related to MDR 3013840437-2021-00073 and 3013840437-2021-00074 referring to the same patient. This is a literature report from a single-center retrospective study aimed to categorize vascular complications according to clinical manifestations, and describe the prognosis of each category, after facial injection of cosmetic filler or local anesthetic. This literature report from single-center retrospective study concerns a (B)(6) year-old female patient. The patient was injected with hyaluronic acid, into the nasal dorsum (intentional device misuse). The patient had no underlying diseases with cardiovascular risk factors, such as hypertension, diabetes, or hyperlipidemia. Thirty minutes after the treatment with hyaluronic acid, the patient experienced a purpura/blister, ophthalmoplegia and subconjunctival haemorrhage. The patient presented to the clinic 1 hours after the treatment with hyaluronic acid. The patients initial best-corrected visual acuity was 20/200. The patient underwent an ophthalmic, orbital, and brain imaging. The patient was diagnosed with a branch retinal artery occlusion. The patient was given a hyaluronidase injection, steroid pulse therapy and hyperbaric oxygen therapy. As reported, injecting 400 units or more of hyaluronidase into the ischemic area was repeated every hour until the capillary refill became normal, and vigorous massage was followed along the course of vessel to facilitate the permeation of injected hyaluronidase into the vessel walls. There was no improvement of visual loss. As reported, intravenous methylprednisolone was administered at a dose of 250 mg/pulse up to a maximum dose of 1g/day for 3 days, and hyperbaric oxygen therapy, to prevent tissue necrosis. As reported, purpura and blisters and ophthalmoplegia gradually resolved within 3 months. At the 12 months follow-up, the patients final best-corrected visual acuity was 20/25, which was a significant improvement of visual acuity. As reported the patients sequelae included a visual field defect. Due to the provided information, the outcome of the event branch retinal artery occlusion was considered as resolved with sequelae. The outcome of the event visual field defect was considered as resolving. The outcome of the event ophthalmoplegia was considered as resolved. The outcome of the event subconjunctival haemorrhage was unknown. In the opinion of the authors, assumed that transient ophthalmoplegia might have been caused by a subtle embolic event to the ciliary artery or the muscular branch of the ophthalmic artery without retinal vascular occlusion. Visual impairment was not associated with the severity or extent of purpura or blistering, which were the most common complications. Instead, visual impairment depended on whether the retinal arteries were affected or not. Additionally, the authors found that poor initial vision was caused by occlusion of macula-supplying retinal artery, and it was associated with a poor visual prognosis despite treatment. Skin lesions, such as purpura or blistering, blepharoptosis and ophthalmoplegia had the possibility to completely resolve with conservative care within 3 months in most cases. Intraocular pressure lowering treatment had the possibility to be effective in restoring vision if performed immediately after vascular occlusion.